Event description:
It was reported that the patient experienced a yellow wrench alarm on their mobile power unit (mpu) and was provided with a replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested. The mpu was inspected and cuts and bite marks were found on the patient cable. The unit was connected to a mock loop and intermittent alarms were active in addition to the controller alarming with connect to power alarms. A po was requested and the customer instructed to discard the unit. The mpu was forwarded to product performance engineering (ppe) for further investigation. During further investigation with ppe, the mpu was connected to a mock loop and the alarms were unable to be reproduced. The patient cable was cut open to inspect the condition of the underlying layers and the yellow (vcc power), blue (vcc return) and the gray (rsoc) wires were found to be damaged. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damaged wires in the patient cable. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.